Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 89 mg/dl and 187 mg/dl. Customer was experiencing hypoglycemic symptoms with an initial reading of 43 mg/dl, and required intervention from a friend. The friend gave the customer icing and customer started to feel better. Customer then took the readings of 89 mg/dl and 187 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.